Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced dizziness, vomiting, and abdominal pain. The patient was taken to the emergency department (ed) by her parents. The patient's cgm displayed 200 mg/dl; however, her bg was 400 mg/dl and her ketones were elevated (value not provided). The bg value was checked prior to being taken to the ed. The patient was treated with IV fluids and released later that day. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.